Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected); "anisometropia" (no code available). Product problem(s): "malfunction" (no info). A nurse reported that an intraocular lens (iol) was exchanged due to a malfunction and anisometropia. The iol was exchanged for the same model, different power lens. Add'l info has been requested.

Manufacturer narrative:
H3, 6: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 03/19/2010, 03/22/2010, 03/25/2010, 04/02/2010, 04/05/2010, 04/06/2010, and 04/08/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).